Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received initially received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving bupivacaine with concentration 10 mg/ml at a dose rate of 1.654 mg/day and dilaudid with concentration 10 mg/ml at a dose rate of 1.654 mg/day via an implantable pump for non-malignant pain. It was reported the pump was refilled on (B)(6) 2016 at 3:14 pm and a bridge bolus programming error occurred. The pump was refilled with a new concentration, but the old concentration was left programmed. A bridge bolus was not performed. The programming error was discovered prior to patient having actually received the higher concentration. The patient was receiving the correct dose therefore, no overdose was experienced. The patient was returning to clinic (B)(6) 2016 to have the programming corrected. No patient symptoms were reported. The new concentration of bupivacaine was 20 mg/ml and the dose rate of bupivacaine remained at 1.654 mg/day. The new concentration of dilaudid was 20 mg/ml and the dose rate of dilaudid remained at 1.654 mg/day. The serial number of the clinician programmer used at the time of the refill was unknown. On 2016-06-16, a company representative reported that this was not a programming issue, but was a human error issue. The nurse simply did not program the new concentration into the pump at the time of the refill. The patient was brought back yesterday ((B)(6) 2016) and the programming had been corrected. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.